Manufacturer narrative:
Initial reporter address: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient forgot to turn the fan off in the room, which caused a draft in the room. On an unreported date, the patient was hospitalized for the peritonitis event and began treatment with unspecified antibiotics (doses, routes and frequencies were not reported). Action with pd therapy was not reported. At the time of this report, the patient outcome was reported as "feeling much better". It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.